Event description:
It was reported that the arctic sun device was not cooling. Per sample evaluation results on (B)(6) 2024, it was reported that the defective touchscreen and chiller pump failed during testing. The fill tube had slow filling.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Chiller pump failed during testing. Replaced chiller pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.